Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and mildly tortuous left main trunk (lmt). After deployment of a 3.5 non-bsc stent, a 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for post dilatation and was initially inflated at unspecified atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of nc quantum balloon catheter with no other devices. There was contrast in the inflation lumen and balloon. The distal tip was damaged. Device analysis determined the condition of the returned device was consistent with the complaint incident. The catheter was soaked in a bath of circulating water for seven (7) days in an attempt to loosen solidified contrast. Attempts to inflate the device to nominal pressure were unsuccessful. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and mildly tortuous left main trunk (lmt). After deployment of a 3.5 non-bsc stent, a 15mm x 4.50mm nc quantum apex balloon catheter was advanced for post dilatation and was initially inflated at unspecified atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).